Manufacturer narrative:
Complained product will not be not available.

Event description:
Toothbrush caught fire - oral-b [device catching fire]. Case narrative: a consumer that was a dentist reported via e-mail stating that their oral-b toothbrush caught fire. No injury was reported.